Event description:
The customer contact reported a leak. The primary tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a plum pump. At an unspecified time, the customer reported that the clave secondary port was backprimed with normal saline. After an unspecified length of time, the option-lok male adapter of a secondary tubing set was connected to the clave secondary port of the primary tubing set for a piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked. The location of the leak was described as possibly from under the luer lock as it threads to the clave. No specific details were provided. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact reported the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.